Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. This is the second of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple knives exhibited residue on the blades and shiny particles were noted in the corneal stroma during separate surgeries which was visible under the surgical microscope as well as the slit lamp postoperatively. No deleterious patient effects have been noted. Additional information has been requested.